Event description:
Facility critical care unit staff utilized the device in an attempt to pace a pt, condition not reported. After pt pacing was initiated, the pacer kept shutting off. This allegation was based upon the observation that pacer current reset to 0ma and pacer leads off displays.

Manufacturer narrative:
The reporting facility biomedical department observed proper device operation. The reporter requested an additional device evaluation by the factory. The factory observed proper device operation, through fully performance and functional testing. The device was returned to the facility for use.